Event description:
It was reported that the patient had a syncopal episode. Capture thresholds were high for both the right ventricular (rv) lead and the left ventricular (lv) lead and the lead impedance for both the rv and lv leads decreased. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.